Event description:
It was reported that there was a ventricular lead failure for pace/sense in both unipolar and bipolar configuration. The lead was capped and taken out of service. No patient complications were reported as a result of this event.